Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the electrosurgical pencil was activated in close proximity to oxygen and being delivered to patient. The patient had burn around the face and was transferred to specialized burns hospital for further management, currently ongoing.